Event description:
It was reported that a homechoice (hc) device experienced an unknown defect. A swap of the device was initiated. It was unknown if there was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned for evaluation. Device evaluation is anticipated but has not yet begun. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the reported defect was unknown, sample analysis identified a display issue on the homechoice (hc). The cause of the display issue was a software failure. The software was reprogrammed to address the problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, a review of the event history log, and a device history record review were performed with no issues related to the reported condition noted. A service history review revealed that the device had been previously serviced for the reported condition. Should additional relevant information become available, a supplemental report will be submitted.